Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"After a car accident, an adult patient presenting with a traumatic pseudo-aneurysm in the isthmus area, underwent an emergency stent graft implantation. Dr. (B)(6) and his team chose to position a 28 x 150mm relay plus stent graft in the isthmus area. No clinical specialist was required, since the team has a lot of experience with bolton devices. The following description of the event was given by dr. (B)(6), the day after. Dr. (B)(6) inserted the device inside the access vessel and, in phase 1, advanced the grey handle to be sure that the stent graft was out of the main sheath (he is quite sure he reached the black line on the delivery system), then he positioned the stent graft as desired and performed an angiogram. Afterwards, he left the delivery system to his colleague dr. (B)(6) for the next phases of deployment. In the screen they couldn't see the stent graft in its whole length, but just a proximal and middle portion. Dr. (B)(6) thought that a 100mm long stent graft had been chosen, not a 150mm. In phase 2, dr. (B)(6) deployed the stent graft and in phase 3 released the proximal capture of the bare stent. Apparently, the stent graft was well deployed and so was the proximal bare stent. The deployment of the distal portion of the stent graft was never checked on the screen. No angiograms were performed after the implant to check aneurysm exclusion, due to critical conditions of the patient. Phase 4 (recapture of the tip) was not performed under fluoro. When the tip reached approximately the iliacs (approximately, because they were not following the tip under fluoro), suddenly it seemed very hard to pull. At that time, dr. (B)(6) watched the screen under fluoro again (the c-arm was never moved) and, in the same projection as before (aortic arch) he couldn't see the stent graft anymore. The stent graft was at the level of the common iliac artery. The stent graft was then surgically explanted from the common iliac artery and afterwards another replay plus stent graft was successfully implanted. The patient now is well. Dr. (B)(6) and his team would like to know whether they made a mistake during the procedure or the delivery system was damaged. No image of the procedure was registered."